Event description:
Baxter sales representative (bsr) notified baxter corporate product surveillance of one sol set duo-vent 10 dpm 104"s" 1 cl y 6"from retract mll that leaked while being used with a flo-gard pump. The leak occurred in the tubing at the point of the bottom white button on the flo-gard pump. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was discarded due to possible chemotherapy contamination. Since the sample is not available for evaluation, the condition cannot be confirmed or duplicated and the assignable root cause can not be determined. If additional information becomes available, a follow-up report will be submitted.